Event description:
It was reported by the customer that the oxygen concentration doesn't change when adjusted. No patient involvement was reported.

Manufacturer narrative:
Attempts were made to obtain the return of the device. No patient involvement was reported. A review of the device history record (DHR) was performed on 03/05/2015 and found no nonconformance that could cause or contribute to the reported issue. Should the product be returned or new information is made available, a follow-up report will be provided.